Event description:
Related manufacturer report number: 1627487-2023-03139. It was reported the two of the patient's leads were fractured. As a result, the patient lost effective therapy. Surgical intervention was undertaken wherein one of the leads was replaced and an additional lead was placed. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. The allegation is against 2 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8176951. Common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8730876

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.